Event description:
Mobility issues, excruciating pain from sitting to getting up - diagnosed issue (B)(6) 2014. Knee replacement on (B)(6) 2012; persistent pain on operative knee. Despite persistent calls/clinic visits - surgeon's office dismissed pain concerns. Finally in (B)(6) 2014: surgeon's office diagnosed "loose prosthesis xrays, bone image. Confirmed detachment of knee implant. Quality of implant (depuy synthes - (sigma) and cement (stryker cement) in question. Please investigate. Detached prosthesis most likely occurred shortly after surgery - pain persisted from 2012 to 2015. Pending revision surgery (B)(6) 2015.